Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The pump passed the displacement test and self test. No missing segments or partial display was noted during testing. The following physical damage was also found: cracked case at a display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the buttons became unresponsive. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. Additionally, the customer noted black stretch marks across the screen; they sometimes appear when he wakes up in the morning. Troubleshooting was initiated for the partial display anomaly. The customer confirmed that he used an (B)(4) aaa alkaline battery, and that the pump had not been dropped or bumped. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.*